Event description:
It was reported that motor rate error occurred. No patient injury was reported.

Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. A product sample was received for evaluation. Visual and functional testing were performed. The device was received with a crack on the right plunger case. Motor rate error occurred during occlusion test. Error history log review found motor rate error. The root cause of the reported issue was found to be normal wear of the device as the pump was over 5 years old at the time of investigation. Actions were taken to mitigate the reported issue: motor bracket, leadscrew and clutch halves were replaced. Occlusion testing was performed and all functional test passed.